Event description:
A report was received that the patient will undergo a lead revision to bury the leads deeper. Part of the leads coil, near the incision site, is protruding through the skin.

Manufacturer narrative:
A review of the sterilization documentation for the leads found them to be satisfactory.

Event description:
A report was received that the patient will undergo a lead revision to bury the leads deeper. Part of the leads coil, near the incision site, is protruding through the skin.

Event description:
A report was received that the patient will undergo a lead revision to bury the leads deeper. Part of the leads coil, near the incision site, is protruding through the skin.

Manufacturer narrative:
Additional information was received that the physician opened up the wound where the leads were protruding and tucked them down deeper. No infection was present but the physician still prescribed the patient oral antibiotics. The patient is reportedly doing well following the revision. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 lead 50cm.